Event description:
It was reported that during a laparoscopic oophorectomy, the device could not be released with the release button after the first firing with a blue cartridge loaded. As the fired tissue fell out from the jaws without opening, the tissue was not damaged. The deployed staples were formed properly. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information: on what tissue type was the device used? At what location on the tissue? ---gastric body if echelon, during which stroke did the event occur? ---after 4th. What color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the jaws did not open. Closing and firing were no problem. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no. Was there any difficulty removing the device from the tissue? ---no.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.